Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 62 mg/dl; cause was not known. The customer also reported that they had a seizure because of their bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.